Event description:
Information received that the right siderail does not stay up. No injury reported.

Manufacturer narrative:
Technician found that the siderail would not latch up as the rivets were missing replaced the rivets to resolve this issue.